Manufacturer narrative:
Per the clinic, the patient experienced a wound dehisence over the implant and an infection at the implant site. Subsequentlt, the patient was treated with oral antibiotics for one week (specific date not reported). This report is submitted on january 12, 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on february 15, 2022.

Manufacturer narrative:
This report is submitted on december 9, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to unspecified medical reasons. Additional information has been requested but has not been made available as of the date of this report.